Event description:
The customer reported the system shut down on its own. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.